Event description:
During procedure, the physician attempted to interrogate the icm to perform programming, although there was an error message displayed preventing programming. The physician preferred to leave the device implanted and to perform an interrogation on a later date. The device was interrogated during follow-up, and the error message was still present. Technical support was contacted and the physician was instructed to explanted the device. The device was explanted and the patient was in stable condition.

Manufacturer narrative:
Device was returned due to an error message alert being triggered and would not allow further interrogation. Analysis of device image indicated that memory corruption occurred during the manufacturing process. Further testing was performed by reloading the product code and all tests results were normal, memory corruption could not be reproduced.